Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the power issue occurred immediately after a battery change. Reportedly, there was no damage to the battery cap or compartment and no moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. A power loss was not duplicated during the investigation. Unrelated to the initial complaint, the battery compartment was found to be cracked below the grip pad. Call service errors were observed in the black box on 03/26/2014 following a replace battery alarm. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms being duplicated. The pump case was removed for further investigation and no evidence of moisture or loose components were found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.